Event description:
It was reported that a loss of aspiration occurred. A 2.4mm jetstream xc catheter was selected for use in an atherectomy procedure in the superficial femoral artery (sfa). After half of the lesion was treated, the catheter stopped suction. Debris was no longer seen through the waste tubing. The catheter was removed from the patient and a second 2.4mm jetstream xc catheter was selected for use. After approximately 5 minutes of device activation, the catheter stopped suction. The catheter was removed from the patient and the procedure was completed with a different device. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc-2.4 atherectomy catheter. The device was visually examined for any shaft damage and the functional testing of the device was completed. The device showed no damage. Functional analysis was completed. Test results showed that this device did not perform as designed withdrawing 2ml of fluid in the 1 minute time frame. Inspection of the remainder of the device, revealed no damage or irregularities. Dissection of the catheter shaft showed that the aspiration lumen was occluded with a heavy clot burden which contributed to the aspiration issues.

Event description:
It was reported that a loss of aspiration occurred. A 2.4mm jetstream xc catheter was selected for use in an atherectomy procedure in the superficial femoral artery (sfa). After half of the lesion was treated, the catheter stopped suction. Debris was no longer seen through the waste tubing. The catheter was removed from the patient and a second 2.4mm jetstream xc catheter was selected for use. After approximately 5 minutes of device activation, the catheter stopped suction. The catheter was removed from the patient and the procedure was completed with a different device. There were no patient complications.